Event description:
It was reported via a call report from the sicu (surgical intensive care unit) rn to the clinical support specialist at 1747 mst, that prior to the event the intra-aortic balloon (iab) was inserted through the teflon sheath via femoral with no issues. Fifteen hours later, the pump alarmed battery inoperative. As a result, the pump was switched out. The rn was concerned that they may need another pump. The clinical support specialist (css) asked the rn if the pump they are now using is accomplishing the goals of therapy. The rn stated that it is working well. The css asked if they had any alarms that the pump was utilizing the battery and the rn stated that there had not been any. The css explained that the power cord might have been jarred loose from the pump and the pump had been running on battery until it went totally dead. The css explained that there would have been alarms for the battery life if that was the case. The css recommended that the pump should be tagged for biomet to inspect. The css also informed the rn that there are five pumps within the hospital and if another pump is needed they can get one from another department. The css encouraged the rn to call if they needed anything else. There was no report of pt death, complications or injury. No medical/surgical intervention was needed. No delay or interrupted in therapy noted, however, it was reported that it took less than five minutes to switch out the pump. The pt outcome is the pt was stable. Additional information received on (B)(6) 2011 from the sicu rn stated that "after the pump was switched out there were no other issues." The pt's outcome is fine. The pt came into the emergency room after mi (myocardial infarction) full arrest. The pump was tagged for biomed and stored in a utility closet.

Manufacturer narrative:
(B)(4). On (B)(6) 2011, the complaint management specialist spoke with the hospitals biomed department where the pump is currently being serviced. The pump has been working without any issues. The pump alarmed appropriately when the battery was low. The biomed stated they probably didn't have the pump plugged in. Device will not be returned for evaluation.